Event description:
It was reported by a customer in the USA that the 840 ventilator was constantly alarming. A review of the error codes indicated a loss of communication. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the breath delivery (bd) to graphic user interface (gui) cable. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference number (B)(4).